Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer about unknown patients implanted with neurostimulators. It was reported that a family member of the patient had seen a television show about someone with a back stimulator who had itching and removing the implant had fixed the issue. The patient had tried to (B)(6) search for the show but ended up on an unknown page about testimonials talking about rare but possible reactions. The patient information, website information, and television show information was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.